Event description:
A report was received that after a non device related surgery the patient's ipg would not keep a charge as long as it used to. The patient's database was analyzed and no anomalies were found. After troubleshooting it was decided that the ipg would be replaced. The patient was explanted successfully and is reportedly doing well.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the explanted ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.